Event description:
The customer reported to baxter healthcare one clearlink y-type blood/solution set in which an unknown flow issue was detected during infusion. There is patient involvement; however, there is no report of patient harm. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.